Event description:
It was reported that during the scheduled retrieval of a vena cava filter approximately five months post implantation, the filter was noted to be tilted in the ivc. The filter was unable to be retrieved and remains implanted. There was no reported patient injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Manufacturer narrative:
After further clinical review, this event has been determined to be a serious injury MDR pursuant to 21 cfr 803. The image review evaluation reported in the initial report has been revised. One cd of filter images were reviewed which identified that on (B)(6) 2012 (image date) four dsa (digital subtraction angiogram) images were provided of an ivc filter that was deployed in an upright position in the ivc. Due to image quality the number of arms and legs cannot be counted. The filter had a retrieval hook at the apex; although, the identity of the filter could not be determined. The location of the filter could not be determined due to the dsa images of the filter deployment. Then, on (B)(6) 2013 (image date) six dsa images were provided of the attempt to retrieve the filter. Due to the image quality the number of limbs could not be counted on the filter. A snare hook was identified at the apex of the filter; however, the identification of the filter could not be confirmed. A snare device was demonstrated in one of the images; although, there are no images that indicate the filter was retrieved successfully. Images demonstrated the filter was tilted against the ivc wall. The location of the filter placement could not be identified due to the dsa images provided; however, the renal takeoffs were demonstrated in some of the images that show the filter was deployed and remains implanted in the ivc inferior to the renal takeoffs. Based on the re-review of the images, filter tilt can be confirmed; however, the identity of the filter and filter retrieval cannot be confirmed. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot number, catalog number, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The device was not returned. Images were provided. Based on the images provided, filter tilt can be confirmed. Filter removal difficulty is inconclusive. It is possible that the filter removal difficulties reported by the user were due to the tilt. However, based upon the available information, the definitive root cause for filter tilt and removal difficulties are unknown. The current IFU (instructions for use) states warnings/potential complications - movement, migration or tilt of the filter are known complications of vena cava filters - filter tilt - filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions" or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Manufacturer narrative:
Multiple attempts have been made to contact the physician and obtain additional information related to this event. The additional requested information includes, filter catalog number, filter lot number, patient identifiers, procedural details, date of filter deployment and the date of the attempted filter retrieval. Additionally, specific questions if any additional attempts have been made to retrieve the filter. If the patient has experienced any complications due to the filter remaining implanted. Has the patient been prescribed any additional medications or has experienced any additional procedures performed due to the filter remaining implanted. What was the initial reason for the attempted filter retrieval procedure. No new or additional information has been provided at this time. Sections a-d - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.